Event description:
It was reported that the user contacted support for assistance performing an infusion set and cartridge change on the ilet using a 6 mm steel contact/detach set, after which insulin delivery was resumed; the user experienced elevated blood glucose that was also influenced by recent food intake. Symptoms included hyperglycemia with a reported peak of 279 mg/dl lasting approximately 30 to 45 minutes, without ketone testing, backup therapy, medical intervention, or immediate health effects. Outcomes included no hospitalization, no emergency care, and resolution after site and cartridge replacement. Investigation included remote troubleshooting and user education covering cartridge replacement, rewind, tubing fill, infusion set application with anchor, and cannula fill. Investigation of this case revealed that the device functioned as expected with no device alarms for hyperglycemia, and that the event was consistent with hyperglycemia of unclear cause in the context of a recent meal and infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.